Event description:
It was reported that the surgeon revised the head due to implant failure. Surgeon stated head had created metallosis with femoral stem. Head was revised to a ceramic head with sleeve.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. A review of the provided medical records confirms the reported event. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as x-rays and the revision operative report are needed. The reported event regarding revision of the head due to metallosis involving an accolade plus tmzf stem was confirmed.

Event description:
It was reported that the surgeon revised the head due to implant failure. Surgeon stated head had created metallosis with femoral stem. Head was revised to a ceramic head with sleeve.